Event description:
Customer reported a problem where the pump battery would not charge, despite being under warranty and attempts to charge it via a wall outlet. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump, advised the customer to use an alternate insulin delivery method (mdi), and provided instructions for returning the defective pump using a pre-paid label.